Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. As the product was not used on a patient is was not used for diagnostic or treatment use. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that when the patient was trying to drain the bladder with the catheter no urine came out. When the patient removed the catheter it was noted that there were no eyeholes at the tip. It was noted that the patient selected another catheter from the box (same lot) and was able to drain the bladder. Per follow up via phone on 16apr2021 the customer had an additional catheter that was missing the eyelets.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the patient was trying to drain the bladder with the catheter no urine came out. When the patient removed the catheter it was noted that there were no eyeholes at the tip. It was noted that the patient selected another catheter from the box (same lot) and was able to drain the bladder. Per follow up via phone on 16apr2021 the customer had an additional catheter that was missing the eyelets.